Manufacturer narrative:
(B)(4). Additional contact office information: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5066632.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the suture was used. During closure, the needle broke and broken piece remains in the patient. Additional information will be requested.